Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by the essure device /migration: uterus;"), fallopian tube perforation ("perforation(fallopian tube(s))/ migration of essure device") and device expulsion ("uterine perforation by the essure device/migration: uterus") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included migraine and headache. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced depression ("depression"). On (B)(6) 2010, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish"). The patient was treated with surgery (removal of the essure device on (B)(6) 2010.). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: she underwent repair of small bowel enterotomy in (B)(6) 2010. Diagnostic results: hysteroscopy and pelviscopy were done. On (B)(6) 2010, foreign body seen near endomet, fundus was identified within the endometrial cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Added event depression, mental anguish, she did not undergo essure confirmation test was not performed. Reporter's information was added. Patient's demographics was added. Updated onset date of events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by the essure device /migration: uterus;"), fallopian tube perforation ("perforation(fallopian tube(s))/ migration of essure device"), genital haemorrhage ("bleeding") and device expulsion ("uterine perforation by the essure device/migration: uterus") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine and headache. Previously administered products included for an unreported indication: seasonale. Concomitant products included rizatriptan benzoate (maxalt) and topiramate (topamax). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish/"). On (B)(6) 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the essure device on (B)(6) 2010.). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation, device expulsion, depression and anxiety outcome was unknown and the genital haemorrhage was resolving. The reporter considered anxiety, depression, device expulsion, fallopian tube perforation, genital haemorrhage and uterine perforation to be related to essure. The reporter commented: she underwent repair of small bowel enterotomy in (B)(6) 2010. Diagnostic results: hysteroscopy and pelviscopy were done. On (B)(6) 2010, foreign body seen near endomet, fundus was identified within the endometrial cavity. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : following event was added : bleeding. Reporter information added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by the essure device") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required) and pelvic pain ("severe pelvic pain"). The patient was treated with surgery (removal of the essure device on (B)(6) 2010). Essure was withdrawn. At the time of the report, the uterine perforation and pelvic pain outcome was unknown. The reporter considered uterine perforation and pelvic pain to be related to essure. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced uterine perforation by the essure device. She underwent the removal of essure four days after insertion. Uterine perforation is anticipated in the reference safety information for essure. The exact time point and mechanism of uterine perforation is not known. However, considering the temporal relationship and the nature of event, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterine perforation by the essure device"), fallopian tube perforation ("perforation(fallopian tube(s))/ migration of essure device") and device expulsion ("uterine perforation by the essure device") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal of the essure device on (B)(6) 2010.). Essure was removed on (B)(6) 2010. At the time of the report, the uterine perforation, fallopian tube perforation and device expulsion outcome was unknown. The reporter considered device expulsion, fallopian tube perforation and uterine perforation to be related to essure. Diagnostic results: hysteroscopy and pelviscopy were done. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 28-feb-2018: plantiff fact sheet received. Events extracted per pfs: perforation(fallopian tube(s))/ migration of essure device. Lab test added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc (ptc global number (B)(4)) company causality comment: this spontaneous case report is under litigation and refers to a female consumer who experienced uterine perforation by the essure device. She underwent the removal of essure four days after insertion. The exact time point and mechanism of uterine perforation is not known. However, considering the temporal relationship and the nature of event, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, a non-serious event was reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. Further information will be obtained through the litigation process.